Manufacturer narrative:
The ICD first underwent a visual examination. An abrasion and sparkover trace was found on the ICD housing, which indicates a sparkover between the hv conductor of the lead and the ICD housing. During the electrical incoming goods inspection, the clinical observation was confirmed, the ICD could not be interrogated. The memory content of the device could no longer be reconstructed. The manufacturing process for this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. Next, the device was opened. A destroyed final shock stage of the electronic module was identified. This damage to the final shock stage indicates a shock delivery into an external low-ohmic shock path. Furthermore, the damage to the electronic module resulted in an increased current uptake, which led to a discharge of the battery and thus the clinical observation. There was no material defect or manufacturing error.

Event description:
Ous MDR - the associated lead had an impedance of over 150. It was not possible to interrogate this device,thus the lead could not be deactivated. No deterioration of the patient's state of health was reported. The lead and the ICD were explanted.